Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer reported that insulin pump was not pushing the insulin through even after attempting to resume. Customer's blood glucose was unknown. Customer was able to resolve no delivery with a complete set change. Customer was advised to call when issue occured in order to troubleshoot.